Event description:
It was reported that the brake defeat malfunctioned. A the 90% stenosed target lesion is located in the severely calcified and moderately tortuous middle left anterior descending artery. A 1.25mm rotalink¿ plus was selected to treat the target lesion. It was noted during a percutaneous coronary intervention that an unspecified guide wire unintentionally moved as the stopper/break was unable to hold the guide wire properly. The procedure was completed with another of the same device. There were no patient complications reported and the patients condition is good.

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. The advancer and the catheter were connected upon return. A visual examination of the complaint plus unit noted no damage on the handshake connection. A connect/disconnect test was carried out and no issues were noted. No issues were noted with the unit¿s handshake connector during the connection of the device. The rotablator plus unit was wire guided using a test guide wire. No issues were noted during the wire guiding of the device. The air hose of the rotablator plus unit was connected to the console to activate the brake. The wire was lightly tugged on to ensure it was held in place and no issues were noted. The brake defeat button was tested at a psi less than 20psi and no issue was noted. The guide wire did not move. The brake defeat feature was deactivated, and the guide wire could be removed from the device. No issue was noted with the brake of the returned unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the brake defeat malfunctioned. A the 90% stenosed target lesion is located in the severely calcified and moderately tortuous middle left anterior descending artery. A 1.25mm rotalink plus was selected to treat the target lesion. It was noted during a percutaneous coronary intervention that an unspecified guide wire unintentionally moved as the stopper/break was unable to hold the guide wire properly. The procedure was completed with another of the same device. There were no patient complications reported and the patients condition is good.

Manufacturer narrative:
Age at tie of event: 18 years or older. (B)(4).